Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that there was a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. And the weekly pace impedance trend data showed an increase for min and max rv pace is 728 to 2560 ohms range between (B)(6) 2011.

Event description:
It was reported that the right ventricular [rv] lead impedance had been gradually increasing. High rv lead impedance was also noted. Testing of the rv lead was performed; no programming changes were made. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.